Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned monitor met accuracy criteria. Functional and thermistor testing were performed on the returned monitor with passing results. A review of the entire in-house testing for lot 384085a was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing records for the lot indicated that the lot met final release specifications; there is no indication of a product deficiency. The impedance curve associated with the customer's result of 5.6 was determined to be normal in shape, not exhibiting a weak slope or other abnormalities. Impedance curve analysis for the inratio inr result of 3.9 could not be performed because the inratio 2 monitor only stores the impedance curves for the last four results. It was reported that the customer has lupus. Testing with an aps-insensitive laboratory method is recommended for these patients. The patient's sample may have interfered with the test and cannot be ruled out as a possible root cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the alternate poc inr result. The results were as follows: (B)(6) 2016: inratio=7.5 - skipped dose. (B)(6) 2016: inratio=3.9, retest=5.6 - warfarin held. (B)(6) 2016: poc meter inr~3.6 (unable to recall exact result). (B)(6) 2016: inratio=3.0. (B)(6) 2016: inratio=3.6. The physician instructed the patient to take 7.5 mg on (B)(6) 2016, 5 mg on (B)(6) 2016 and 7.5 mg on (B)(6) 2016. The reported therapeutic range: 3-4. Results prior to (B)(6) 2016: inratio result of 2.8 on (B)(6) 2016 and 2.6 on (B)(6) 2016.